Event description:
It was reported that the inner shaft of a vlift expander broke off intra-operatively during cage insertion. The procedure was completed successfully with a 10 minute surgical delay. No adverse consequences were reported.

Manufacturer narrative:
Upon visual inspection of the returned device, it was observed that the knob had fractured off of the device shaft. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The device was manufactured in april of 2008 and was in the field for over 13 years. It was communicated from the field representative that complex maneuvers / excessive forces were used on the device, and the patient had hard bone. A materials analysis performed on previous similar complaint determined that the shaft fractured away from the knob in a ductile overload mode likely caused by multiple directional forces applied onto the knob. The hardness and material were as specified on the print. No material or manufacturing defects were found. The surgical technique of vlift emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. While rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery and after sterilization. Based on the provided information, the mar and the age of the device, the plausible root cause of the reported event is normal wear and tear, excessive force applied during use and challenging patient anatomy.

Event description:
It was reported that the inner shaft of a vlift expander broke off intra-operatively during cage insertion. The procedure was completed successfully with a 10 minute surgical delay. No adverse consequences were reported.